Event description:
Sales rep reports 7mm of the tip broke off in patient. Physician indicated he was leaving the tip in the patient because it was located where it was not likely to cause any problem. The surgery was delayed long enough to open another unit.